Manufacturer narrative:
(B)(4). Reported event was considered confirmed by review of surgical notes. No device was returned for evaluation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877504001, bioloxâ® delta, ceramic femoral head, s, ã¸ 40/-3.5, taper 12/14 2695660; 0100551205, fitmoreâ®, hip stem, uncemented, b/5, taper 12/14, 2746065; 00885101340, neutral liner 40 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, 62674730. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2018 - 03813.

Event description:
It was reported from a clinical study that the patient had a right total hip arthroplasty, and began experiencing sciatica approximately one (1) year post-operatively. It was stated that it is unknown if this was related to the device or procedure and that the issue was tolerated with no intervention required. Leg length discrepancy was additionally noted, following the procedure. No additional information is available.